Event description:
Customer reported being admitted as an inpatient to a hosp for dka. Customer refused trouble shooting as they were not feeling well. Instructed customer to put new batteries in pump and to monitor closely and to give a call back if problems perist.